Event description:
It was reported that prior to starting a da Vinci-assisted surgical procedure, the customer encountered non-recoverable system errors. At that time, anesthesia was not yet administered to the patient and there was no patient involvement. The customer power cycled the system but the issue persisted. As a result of the issue, the customer elected to abort the planned procedure.

Manufacturer narrative:
An Intuitive Surgical, Inc. (ISI) Field Service Engineer (FSE) was dispatched to the customer site to further investigate the reported event. The FSE resolved the issue by upgrading the system software. The system was tested and verified as ready for use.